Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttj and lot number,108761234 combination found no related information.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a right tka procedure. On (B)(6) 2016 the surgeon performed a revision right tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar- 503-tttj lot 108761234 ((B)(4)), femoral implant ar-503-psrj lot 108761219 ((B)(4)), bearing implant ar-503-bj15 lot 113601221 ((B)(4)) and patella implant ar-504-psd0 lot 654468 ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, (B)(6). Patient medical records dated (B)(6) 2016 noted the following: patient continued to have chronic right knee pain and swelling. Examination of the right knee demonstrated warmth and swelling. Palpation of the right knee demonstrated medial joint line tenderness but no lateral joint line tenderness. Moderate effusion of the right knee was also noted. Report summary noted the x-rays showed periarticular osteophytes and joint space narrowing.